Manufacturer narrative:
Device is currently under evaluation into root cause of defect.

Manufacturer narrative:
Evaluation: the product code ep (endoplege coronary sinus catheter) was returned. No blood was visible on the returned components. The catheter was visually inspected and no defects were found on the catheter. The balloon was inflated with a 2 cc syringe of colored water. The balloon was found to be leaking at the distal bond. Visual inspection was performed with an unaided eye. Balloon was inflated using 2 cc syringe. A review of manufacturing records was reviewed and there are no nonconformances associated with this lot. Instructions for use were reviewed and found appropriate. Evaluation of the returned device showed that the distal bond of the balloon has delaminated and the "leaking upon prep" complaint by the customer can be attributed to this. A CAPA has been initiated to address this delamination. This CAPA is currently in the implementation phase. Trends will continue to be monitored on a monthly basis and if further action is required, appropriate investigation will be performed.

Event description:
It was reported that the endoplege coronary sinus catheter was found to be leaking from the balloon. No patient injuy was reportred.